Event description:
It was reported that the screen of their device had scratches and required multiple presses on the touchscreen buttons to register. There was no adverse impact to the customer¿s blood glucose level. The customer declined any follow-up and stated that no action was required.